Event description:
It was reported that during a low anterior resection procedure, it was found that the articulation lever did not function properly before firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Articulation gear teeth the analysis showed that the atb45 device was received with the articulation mechanism damaged. The device was received with no reload present in the device. The returned device was tested for functionality with a test reload on the 3 articulated positions; when fired to the left, center and right the staple formation was conforming. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B) (4) qa. A batch record review was performed and no anomalies were found during the manufacturing process.